Event description:
Wife of home patient reports pin hole leak in cassette of homechoice set during prime of automated peritoneal dialysis treatment, prior to home patient connection. Wife discontinued treatment and discarded set. Per wife, no home patient injury or medical intervention.